Manufacturer narrative:
(B)(4). Title: incidence and outcomes of right-sided endocarditis in patients with congenital heart disease after surgical or transcatheter pulmonary valve implantation citation: the journal of thoracic and cardiovascular surgery, volume 148, issue 5, november 2014, pages 2259-2260 authors: sophie malekzadeh-milani, md, magalie ladouceur, md, laurence iserin, md, damien bonnet, md, phd, younes boudjemline, md, phd. Month and year of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a study was performed to evaluate right sided endocarditis after the implant of this transcatheter bioprosthetic pulmonary valve. The retrospective study was conducted between (B)(6) 2009 and (B)(6) 2013 and initially included 31 patients (predominantly male) all of which had been diagnosed with right-sided endocarditis. The mean age for surgical patients was 15.9 years and 27.5 years for transcatheter patients. Of the transcatheter bioprosthetic pulmonary valve group, all were implanted with a melody transcatheter bioprosthetic pulmonary valve (8). Of the surgical group, fourteen were implanted with a pulmonary valved conduit (contegra) and one was implanted with a bioprosthetic surgical valve (hancock). Of this group only 5 had right ventricular outflow tract (rvot) conduits implanted during the study time frame. Serial numbers were not provided. Across all patients, with a surgical valve and endocarditis; 11 deaths occurred as a result of cardiac events, 2 in the context of endocarditis. There was no allegation medtronic products were implanted into the patients who died. There is no allegation that the deaths were caused by the device. Across all patients, with a surgical valve and endocarditis; 2 incidents were treated with valve explant, 2 were treated medically, 1 patient was treated with a heart transplant due to intractable endocarditis. The reported organism were streptococcus, staphylococcus epidermidis, (B)(6), bartonnella, kingella kingae, enterobacter faecium, enterococcus faecalis, pseudomonas aeruginosa, and propionibacterium acnes. It was reported that 3 of the 5 patients had a past medical history of endocarditis across all patients, with a transcatheter valve and endocarditis; 2 deaths occurred due to cardiogenic shock, 1 death was reported after a balloon dilation 6 months after the diagnosis of endocarditis and 1 death was due to biventricular heart failure. Across all patients, with a transcatheter valve and endocarditis; 3 were treated medically. The reported organisms were streptococcus, staphylococcus epidermidis, (B)(6) and propionibacterium acnes. It was reported that 1 patient had a past medical history of endocarditis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.